Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the proximal right coronary artery (rca) with no tortuosity, no calcification and 99% stenosis. After implanting a promus stent, the 3.0 x 12 mm nc trek was used for post-dilatation. However, the balloon ruptured when inflated for a second time.thus, further post-dilatation was performed with a non-abbott balloon. No adverse patient effects were reported. No additional information was provided.